Manufacturer narrative:
(B)(4). Although the lot number and date of manufacture of the complaint breathing circuit could not be provided, upon device return it was evident that the inspiratory elbow was moulded (B)(6) 2016. Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed a crack in the proximal collar of the evaqua2 expiratory limb. Pressure testing revealed that the complaint breathing circuit was outside of specification. A lot check was not performed as lot information was not provided. Conclusion: we are unable to conclusively determine the root cause of the damaged breathing circuit, however based on previous similar investigations the crack is most likely due to the collar being in contact with a chemical solution resulting in environmental stress cracking. Information provided from the healthcare facility indicated that the breathing circuit was used for 16 days. The rt380 adult breathing circuits are intended to be used for a maximum of 14 days, as stated in the user instructions that accompany the rt380 circuits. All rt380 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 14 days.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a nurse saw a bubble come out from the collar of the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit after 16 days of use. The nurse confirmed a crack on the collar of the expiratory limb. It was reported that a ventialtor alarm was not generated. No patient consequence was reported.